Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient presented with preoperative diagnosis of lumbar stenosis with failed hardware, prior fusion and underwent removal of instrumentation l4, l5, s1 pedicle screws and laminectomy of l4 with replacement of pedicle screws with arthrodesis of l4-5 and l5-s1. Procedure description: incision was made over the previous incision from the l4 down to s1 space. L4, l5 and s1 screw were removed bilaterally. Then agile rod on left was removed, it was intact. On the right side there was fracture which was removed. After this new screws were placed. Patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.